Event description:
Report received from the USA stating that the device had damaged nose cone. It is known that the device was used in surgery. It is unk if injuries were occurred. It is unk if medical intervention occurred. The date of the event is unk. No add'l info was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is in process. When the investigation has been completed or add'l info becomes available, a supplemental MDR will be sent. Ref: (B)(4).